Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation the battery charger/modem was resetting. The cause for the failure was isolated to an internally shorted q1 current-controlling transistor on the bedside board, a corrupted u13 8-bit cmos flash micro-controller and liquid contamination on the battery board. The cause for the failure was isolated to the contaminated battery board and the damaged components. The root cause for the contamination was ingress of an unknown liquid. The root cause for the damaged components could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.